Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 500's mg/dl with an unknown cause. Bg was addressed via a correction bolus. Additionally, the pump time was inaccurate. Tandem technical support assisted customer with adjusting pump to correct time.